Manufacturer narrative:
The returned device was evaluated and a brief decrease in pulse widths was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. An 0x40, rotational sensor maximum open count exceeded, hazard alarm was generated as a result. No damages were observed that would contribute to the failure to detent. The pod was reset and reran without incident. The failure of the hook talon to detent the ratchet gear is confirmed as the root cause of the reported 0x40 alarm. The exact cause of the failure to detent could not be determined. The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports receiving a pod hazard occlusion alarm.